Manufacturer narrative:
No device was returned for evaluation and the implant remains in situ. Additionally, no device issue was alleged. Based on the information available, the cause of the vascular injury is unknown but may have been the result of unintentional contact with the segmental artery from access instrumentation during disc prep or implant placement. Labeling review: "residual risks and potential side effects as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include...damage to blood vessels..." "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..."

Event description:
During a l3/4 spinal procedure on (B)(6) 2024 a patient experienced bleeding as a result of a vascular injury to the segmental artery. Angiography was performed the same day and the bleeding was stopped. The cause of the injury and the amount of blood lost is unknown. The patient was reported to be in stable condition.